Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace your sensor now message occurred. The sensor was inserted into the thigh on (B)(6) 2021. It was indicated that an off label insertion site occurred, which is off label usage of the device. Data was evaluated and the allegation was confirmed as a early sensor expiration was confirmed. The probable cause was determine to be potential patient misuse which led to an early sensor expiration. The reported event of a replace your sensor now is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.